Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic for routine follow up, vibratory notifier could not be felt. Clinician attempted to demonstrate the patient notifier however patient was not able to feel the vibration. Clinician attempted with both rf and wand telemetry. Patient is enrolled in merlin.net transmission and will be monitored. Patient was requested to contact the clinic immediately if vibratory alert for eri was alerted. No patient symptoms were reported.